Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. No excessive no delivery alarm or prime/fill anomaly noted. Device had a scratched display window, scratched case and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 400 mg/dl. Customer's blood glucose at time of call was 180 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.